Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for (2) unknown 7mm screws/unknown lot number. Original implant surgery in (B)(6) of 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the complaint indicated that the screws were explanted due to the possible infection. A specimen was obtained and results are pending. During the explant procedure, three of the 2.7mm screws broke at the head of each screw. The surgeon did not attempt to remove the shaft of the screws and they remain embedded in the patient. Due to the possible infection, the surgeon irrigated and cleaned around the site of the screws. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery in (B)(6) 2016 for the placement of a left variable angle proximal ulna plate with nine screws and a 24mm radial head and long stem, unknown size, prosthesis by another surgeon. The patient was brought back to the operating room on (B)(6) 2016 for a possible infection at the site of the plate and screws and because the radial head was determined to be too large (see (B)(4) for complaint capture of infection and radial head size issue). The stem size was reported to be ok. As the surgeon was removing the plate, three of the 2.7mm screws broke at the head of each screw. The surgeon did not attempt to remove the shaft of the screws and they remain embedded in the patient. A standard operating room x-ray confirmed that all fragments generated by the broken screw heads were removed. It was reported that the fracture had healed and therefore, the hardware was not replaced. However, due to the possible infection, the surgeon irrigated and cleaned around the site of the screws. A specimen was obtained and results are pending. Regarding the radial head and stem, the surgeon was only able to remove the radial head but was unsuccessful in removing the stem. The surgeon utilized the extraction device and pliers for approximately 15 minutes before determining that he was unable to remove the device. There was an additional two hour delay in the surgery while waiting for a smaller radial head to be delivered from another hospital that was located an hour away. The surgeon had initially planned to replace the radial head prosthesis system with a competitor¿s device and thus, a radial head replacement was not readily available. It was reported that the surgeon felt the surgery was completed successfully and the patient was in stable condition. This complaint is for 2 devices. Concomitant medical products: variable angle proximal ulna plate (part #unknown, lot #unknown, quantity 1), unknown screws (part #unknown, lot #unknown, quantity 6). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Remove explant date (device was not able to be explanted). This report is for (2) unknown 7mm screws/unknown lot number. ¿ change to (3) unknown 2.7 mm unknown screws. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.